Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reason. A new lead was successfully placed with same model. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reason. A new lead was successfully placed with same model. No additional adverse patient effects were reported. Additional information received indicates that the lead was explanted due to dislodgement. In addition, this lead was repositioned multiple times. The lead will not be returned.